Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and non-sustained tachycardia episodes. The lead remains in use. No patient complications have been reported as a result of this event.